Event description:
Boston scientific received information that three days post-implant, the patient with this system passed away. The cause of death was not communicated; however, the physician stated, it was not related to the function of the implanted system. A post-mortem interrogation confirmed no arrhythmias, but a high shock impedance value was observed. The out of range value had been time stamped one day post-mortem, thus attributed to the patient having been deceased when the reading was attained. All diagnostics on the date of hospital discharge were confirmed normal and the patient's status reported as well. No return of product(s) is expected. This device had been implanted due to an infection of the patient's previous system. See reports, 2124215-2012-10092, 2124215-2012-09926, 2124215-2012-09927, 2124215-2012-10095.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any product integrity issues that would have caused or contributed to the patient's death. This device has been archived as meeting specifications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.